Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that a patient had developed an irritation under her rear right therapy electrode pad. Patient reported it started out as a rash but now it is more like an open sore. The patient was instructed to remove the device and to use over the counter cortisone cream from her physician. Patient reported that rash is improved and almost gone.